Event description:
It was reported that a female patient underwent a primary breast augmentation with two 250cc mentor memorygel breast implants and experienced bilateral rupture post-operatively. As a result, the patient underwent bilateral implant explantation on an undisclosed date. Discoloration on the right breast implant was noted. If clarifying information becomes available, a supplemental report will be submitted. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 30, 2022, mentor received additional information regarding the patient's information, date of event, and device date of explantation. The patient identifier has been updated to c.h.m. The date of birth has been updated to (B)(6) 2022. The date of event has been updated to (B)(6), 2022. The device date of explantation has been updated to (B)(6) 2022. On may 30, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 20, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the gel mod-rnd 250cc breast implant was found to have a tear on the anterior view and extending to the posterior view, measuring approximately 11.9 cm. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).